Event description:
It was reported that the patient was receiving radiation and a power on reset (por) occurred. It was noted that the device could not initially be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A memory error on the device ram chip was found during device analysis. Electrical analysis revealed normal battery depletion. Performance data collected from the device was received and analyzed. It was noted a write to lock ram power-on-reset (por) occurred on (B)(6) 2012 and (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).